Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-3632sp fibertak sp anchor pulled out after it was threaded. The case was completed using a product from another manufacturer. This was discovered during a procedure on (B)(6) 2024. The patient was not affected.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on (B)(6) 2024: this was discovered during an rcr procedure. Nothing broke in the patient, and the fibertak anchor was removed. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.